Event description:
A malfunction alarm was reported, displaying malf 0, but no notable events occurred before the issue, and there was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.